Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: "needle clogged/blocked."

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: "needle clogged/blocked."

Manufacturer narrative:
Additional/corrected information: b3. The initial reporter has clarified the date of event to be 3 november 2022. H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2025237. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.